Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. Unit was received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly repair noted the lock needed new components added to replace worn internal parts; unit needed to be machined to have heli-coils added to large starburst threads; the set screw in the swivel base was tight; general maintenance and cleaning were required.

Event description:
The user facility returned the a1059 mayfield modified skull clamp because the locking knob is loose.